Event description:
It was reported that the pump touchscreen display was missing pixels. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy.